Event description:
It was reported to boston scientific corporation that after successfully planting all four legs of a pinnacle anterior/apical pfr kit, during an anterior pelvic floor repair procedure, several inches of the mesh leg (including "about an inch" of suture, the needle, and some of the dilator) detached from the assembly, inside the pt. The physician used alice clamps to retrieve the detached mesh leg from the pt. The physician attempted to continued the procedure and removed the plastic sheath from the mesh leg. At this point, the mesh leg, in which the distal portion had detached earlier, came out of the ligament, and the physician was unable to re-implant the leg into the sacrospinous ligament. The physician removed the entire device and used another pinnacle anterior pfr kit to complete the procedure, without complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.